Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to their local urgent care and was diagnosed with a infection called cellulitis on the abdomen, where the pod was worn longer than 48 hours. The area was 4 square inches in size and was red and inflamed. For treatment, the patient was prescribed clindamycin at 150 mg strength at 2 capsules every 6 hours for 7 days. The patient was discharged after 45 minutes. The pod was discarded.